Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2011. Since the procedure, the patient experienced incontinence of the bowel, slow urination, occasional fast urination, and blood in the stool. The patient has seen her physician and has been referred to a urologist and gynecologist.

Manufacturer narrative:
(B)(4). Conclusion : no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.